Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The insulin pump has malfunctioned and hasn't received insulin in four hours. Insulin is squirting out during the manual prime process. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with scratched display window, cracked battery tube threads and reservoir tube lip.